Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 1 on the home choice (hc). The technical service representative (tsr) explained the air alarm and the unused line was open. The home patient (hp) already cycled the power to get the system error 2367. The hp would speak to the registered nurse (rn) about the air alarm. The tsr instructed the hp to cycle to power to get back to start. The hp would use new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The lot number is unknown ; therefore a batch review was not conducted a labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.